Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was 385 mg/dl. Assisted customer in performing a 5.0 unit fixed prime. Customer state that insulin did not exist. The product will return for the analysis.